Event description:
Patient reported left side "exchange from textured to smooth", "silicone implant rupture", "multiple enlarged and silicone axillary lymph nodes","so I've got a mass in my armpits" and "axillary lymph nodes with silicone floating". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration, lymphadenopathy and granuloma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, lymphadenopathy, granuloma and rupture,